Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 456 mg/dl and her sensor glucose was 124 mg/dl. Customer stated that she went to do a calibration and she noticed a large difference in readings. Differences between readings are not within an acceptable range. Customer stated that the sensor has been in place for 3 days. Customer stated that she has had previous sensors that were bent before. Customer removed the sensor and was unable to finish troubleshooting. Customer stated that the sensor was a little curved.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found the cannula bent. Unable to confirm that the patient received the sensor in said condition due to the product being returned opened/used.